Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
This pt was implanted with elevate posterior prolapse system. At approximately 3-4 month post-operation, the pt experienced moderate pelvic pain at the left anchor site of elevate with moderate dyspareunia. This pain would not dissipate with conservative pain management. The pt had part of the left side of the elevate system removed. Subsequently this pt was free of this pain.